Event description:
Healthcare professional reported right side "alcl", "acute swelling, pain of right breast, induration, redness". Histopathological markers confirming alcl have not been received. Physician alluded to anxiety regarding allergan device. The device has been explanted and replaced. Treatment: device explant, capsulectomy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: alcl (histopathological markers confirming alcl have not been received). (B)(6).

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late, rupture, capsular contracture baker grade iii.

Event description:
Physician later confirmed no diagnosis of alcl. Rupture and peri-prosethic fluid confirmed on ultrasound and capsular contracture, baker grade iii.